Event description:
According to the reporter: occurred during a robotic assisted laparoscopic cystectomy. In the beginning of the procedure, the cannula broke. There was a piece missing from the cannula when they were introducing the trocar. They tried to find the missing piece, but did not locate it until they were closing the wound at the end of the procedure. The missing piece was in the tissue of the wound. No patient injury or extension in surgical time. Patient status is alive, no injury.